Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and capsular contracture.

Event description:
Patient reported right side "pain and other issues" which lead her to have the implant removed. Additionally healthcare provider reported "mild capsular contracture," baker grade unknown and "tender to palpation."